Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have 3 bad/failed sensors in a row" and "the last sensor on day 3, not the first 24 hours, averaged about 50 points high" but no further details were reported. Adc customer service contacted the customer to gather additional information and the customer indicated that they already reported the incidents and requesting refund for the sensors that were not working. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 2 other sensors were reported (unknown and 0m000pafkhd) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned product and observed kit was returned unopened, therefore product was never used or assembled. This issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have 3 bad/failed sensors in a row" and "the last sensor on day 3, not the first 24 hours, averaged about 50 points high" but no further details were reported. Adc customer service contacted the customer to gather additional information and the customer indicated that they already reported the incidents and requesting refund for the sensors that were not working. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have 3 bad/failed sensors in a row" and "the last sensor on day 3, not the first 24 hours, averaged about 50 points high" but no further details were reported. Adc customer service contacted the customer to gather additional information and the customer indicated that they already reported the incidents and requesting refund for the sensors that were not working. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned product and observed kit was returned unopened, therefore product was never used or assembled. This issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported "I have 3 bad/failed sensors in a row" and "the last sensor on day 3, not the first 24 hours, averaged about 50 points high" but no further details were reported. Adc customer service contacted the customer to gather additional information and the customer indicated that they already reported the incidents and requesting refund for the sensors that were not working. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.